Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
On 2016-02-04, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen (lioresal) (2000 mcg/ml at a dose of 1300 mcg/day) via an implantable pump for "some kind of cerebral palsy. Against spasms." On (B)(6) 2016, the patient came into the hospital due to a critical alarm occurring. The patient's pump was interrogated and telemetry showed a motor stall occurred on (B)(6) 2016 at 10:37 (also noted as 10:36 on another session data report). The hcp tried to give the patient a bolus of 50 mcg but the motor stall remained. The patient was hospitalized due to the motor stall and "daily dose." The next day ((B)(6) 2016), the pump was replaced. The pump showed a motor stall release a few hours later. The pump would be returned for analysis. The outcome of the patient after the replacement was unknown. The cause of the motor stall could not be determined. There were no patient symptoms reported. Additional information has been requested regarding outcome, but it was not available at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.